Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2009. During the procedure, there was an error code with fluctuating temperature and pressure. The catheter was removed and the machine and catheter were reprimed. The trumpet valve was stuck and fluid could not be aspirated from the catheter. The balloon was inspected after the case and a perforation around the balloon where it connects to the catheter was noted. A second catheter was used and the case was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 07/22/2009. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 08/28/2009. This complaint file no longer meets malfunction reportability criteria.